Event description:
Nurse was attempting to place a bard midline powerglide catheter. Once he felt the needle go into the vein, he deployed the guidewire without meeting any resistance. He advanced the catheter while hold the device still. The device deployed as expected until the very last 1/4, when he felt light resistance. He removed the needle and attached flush. He noted the guidewire was slightly curved on the end. He explained to the patient that this was not usual, and that the catheter might not be successful. He tried to get blood return but did not get return. He backed the catheter out slightly at intervals, but never got blood return. The catheter was removed, and the tip appeared intact, but looked shorter. He measured and found the catheter to be 2 cm shorter than the 10 cm package description. He had been using ultrasound guidance for placement. He informed the patient and called the hospitalist, who used the ultrasound to try to locate the tip, but that was unsuccessful. An x-ray revealed a 2 cm piece was in the patient's subcutaneous tissue. A surgeon was consulted, and a decision was made to leave the tip until inflammation occurs to make it easy to locate the small piece.